Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that when you lift foot off of pedal, it still continues to pump out fluid. The customer tried to troubleshoot unit with the foot pedal of another pump, but it did the same thing. No medical intervention or pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.